Event description:
This event was captured based on literature review. It was reported that a retrospective review identified a total of 52 patients who underwent percutaneous stent implantation (including non-abbott stents and jostent peripheral bare metal stents, 60 stents total) via femoral or jugular vein access in a very narrow right ventricular outflow tract (rvot) to improve pulmonary blood flow, between the year 2005 through 2012. While 17 patients remained well palliated after a median time of 122 days, of the 52 patients, adverse patient clinical outcomes were as follows: cardiac massage performed post stent placement with no patient sequelae: 1. Emergency surgery for perforation of the rvot and subsequent haemopericardium: 1. Patients that required early shunts due to inadequate palliation: 2. Further catheter interventions (7 balloon, 9 stent): 16. Patients that underwent delayed surgery (26 complete repair, palliative 3) at an average of 172 days post-stenting: 29. Patients that required additional stent due to inadequate covering of the entire length of the target area (increased likelihood of foreshortening): 2. Transient significant pulmonary edema requiring intravenous diuretics: 3 pericardial effusion that did not require drainage: 2.

Manufacturer narrative:
(B)(4). The jostent peripheral bare metal stent is not commercially available in the u.s. The product code listed and PMA# listed are based on the predicate device and is, therefore, similar to a device sold in the u.s. Date of event estimated as (B)(6) 2005 (earliest potential event date). Patients admitted to intensive care for overnight ventilation: 4. Blood transfusion: 2. Endocarditis on stent 3 weeks post-implantation requiring 4 weeks of intravenous antibiotic treatment, subsequent removal of stent, and repair of the tetralogy of fallot: 1. No additional information was provided. Date of implant estimated (B)(6) 2005 (earliest potential event date). Concomitant products: guide wire: 014 boston scientific thruway; 035 teflon. Guide catheter: 4f right judkins; 5f right judkins. Sheath: 4f cook flexor; 7f cook mullins. Stent: boston scientific liberte; cordis genesis. Estimated therapy date is (B)(6) 2005. Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hemorrhage and perforation are known observed and potential patient effects as listed in the instructions for use. It should be noted the indications section of the IFU states: the jostent peripheral stent graft is a balloon expandable stent graft for intraluminal chronic placement in iliac arteries and renal arteries. Based on the information reviewed, there is no indication of a product deficiency.